Event description:
Additional information was received indicating that a repositioning procedure was attempted for the right ventricular (rv) lead. While trying to position the lead, the helix would not extend from the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned for evaluation in one piece. The reported event of helix would not extend was confirmed. Visual inspection revealed that the helix to be partially extended and clogged with blood/tissue. X-ray inspection revealed over torque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted and the full helix extension was within specifications. The cause of the helix would not extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of undersensing and inconsistent pacing impedance were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated that a placement issue with dislodgement may have contributed to the event.

Event description:
During the implant procedure, after the right ventricular lead was fixed, the sensing decreased with marked variability with inconsistent pacing lead impedance. The other electrical values were adequate and the procedure was completed with no patient consequence. Subsequent imaging was performed twice indicating possible lead dislodgement. No further action was taken and the patient will continue to be monitored.

Event description:
Additional information was received indicating that there was an decrease in sensing values as well as an episode of undersensing. The device was reprogrammed to resolve the event and the patient was stable.